Event description:
Transmission data integrity - incorrect data on % pacing and histogram page of pdf. Patient has a cardiac resynchronization therapy pacemaker. Patient is on remote monitoring via carelink platform with a - viva - crt-p (cardiac resynchronization therapy pacemaker). Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. This puts patients at risk for harm, including death. Manufacturer response for cardiac remote monitoring platform, carelink (per site reporter).